Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the procedure , the vasoview hemopro 2 tip broke. No components were detached from the device. A new device was used to complete the procedure. There was no procedural delay. There were no effects to the patient.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 08/18/2025. An investigation was conducted on 8/20/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties observed. A reference endoscope was inserted into a reference cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the reference cannula with no physical or visual difficulties observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. No further testing was conducted due to the condition of the heater wire. Based on the returned condition of the device and no specific failure reported, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000470015 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.